Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had air bubbles anomaly. Customer's blood glucose at time of incident was 7.7mmol/l. The customer stated that cannula is now full of air bubbles and none present at time of set change. The customer was advised to disconnect and removed reservoir and flick out. The customer confirm that is full of ai rand they are not un-forming.